Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue# 9393009 and 510k# k094025 and (B)(4) is approved for sale in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient presented with the pre-operative diagnosis of spondylolisthesis at l6/s1, and underwent transforaminal lumbar interbody fusion from left side. Intra-op, the inserted cage was found to be positioned outside the intervertebral disc space. Attempts were made to remove this cage but the cage could not be removed. As a result, the surgeon had to perform posterior lumbar interbody fusion as well, approaching from both sides, and he inserted two more cages one by one from both the sides. The procedure was delayed by more than 60 minutes due to this event. No patient complications were reported.